Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment cap fell off during maintenance. There was no injury or intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed small dents on the head. The cap and set assemblies were detached from the head assembly. The bur end bearing was stuck inside head cavity. The bur end bearing retainer was broken. Some debris was observed within the head and cap cavities and inner components. All components looked dry. Attachment was sent to sycotec for further evaluation. Results from sycotec stated: adhesive residues on the thread of the head and push button. The teeth of the cartridge and the support oblique are strongly worn. The bore hole of the spray chamber is deformed.